Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that "there was some moisture" noted beneath the bucket they drain to and beneath the supply bag, that led to this alarm. Renal therapy services (rts) assisted the caregiver (cg) to remove the cassette from the device. Rts reviewed proper procedures per the user manual with the cg. Rts advised the cg to drain using manual supplies and to contact the patient's pd registered nurse for further instructions regarding the patient¿s therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was some moisture noted beneath the bucket they drain to and beneath the supply bag, which is known to cause this alarm. The cause of the moisture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.